Manufacturer narrative:
A steris service technician arrived onsite following the event to inspect the amsco 400 sterilizer and found the guide rails within the sterilizer to be misaligned. As the guide rails were misaligned, this caused the loading racks to not engage properly subsequently causing the reported event to occur. The technician counseled user facility personnel on the proper loading and unloading procedures. The technician adjusted the sterilizer rails to ensure the loading racks engaged properly, tested the function and operation of the sterilizer, confirmed it to be operating to specification and returned the sterilizer to service. No additional issues have been reported.

Event description:
The user facility reported that an employee "pulled a muscle" while unloading a cart from their amsco 400 sterilizer. No medical treatment was sought or administered.